Event description:
As reported at the 6 month x-ray and angiography of the open study, it is believed that one of the two recently implanted flexstents had migrated since the area is no longer ¿covered.¿ there have been no follow-up x-rays or angiograms done on this subject since that time. The target lesion was located in the right mid and distal sfa. The lesion length was 180mm, with proximal and distal diameters of 6.5mm to 5.5mm. The lesion was 100% stenosed with moderate vessel calcification. The patient had severe claudication and muscle pain with exercise. The patient met all inclusion and exclusion criteria for the study. A retrograde approach was made into the left common femoral artery with a 6f sheath. After the guidewire successfully crossed the lesion, a 5x100mm balloon performed pre-dilation at 14 atm. Then, a 6x150mm flex stent was delivered to the lesion and successfully deployed with residual stenosis of 35%. Post dilation was performed with a 5x100mm balloon at 10 atm. Then, a 7x30mm flexstent was implanted to fully treat the 180mm stent. The residual stenosis was 35% before post-dilation was performed with a 6x40mm balloon at 8 atm. No dissection, or other procedural complications occurred. The patient was discharge two days later. At the 1-month and 6-month follow-up, the patient was asymptomatic with no adverse events reported. However, at 6-month x-ray and angiography, it is believed that one of the two recently implanted flexstents had migrated since the area is no longer ¿covered.¿ there have been no follow-up x-rays or angiograms done on this subject since that time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: 7x30mm smart flexcac70030v2, lot 402402, concomitant products: aspirin 81mg (06/04/2014)( 01/24/2013); clopidogrel (06/04/2014); plavix 75 mg (04/04/2013); and heparin 8000 iu (intra procedure). Gtin # is not available for study product. Please note that it was reported that the migration occurred with only one stent. However, as it was not reported which stent had migrated, both stents were reported. Additional information is currently pending on this. This is one of two products implanted in the patient and the associated manufacturer report numbers are 3008443827-2015-00006 and 3008443827-2015-00007.

Manufacturer narrative:
Additional information has been received: "the implanting physician indicated that the distal stent, 6x150mm flexstent, migrated 1 cm. When implanted, the stents were overlapping 1 cm. The subject is asymptomatic. Stent migration was identified on the x-ray femur. A repeat duplex ultrasound of the lower extremities and x-ray femur will be performed at 1 year post stent implantation." Four angiographic images without contrast were provided by the site. They depict two stents in the right sfa that appear to be well expanded. Without contrast, it is not possible to assess the integrity of the stent lumen or the distal run-off. All four images reveal a small gap between the two stents. Though a gap between the stents is apparent, it is difficult to assess when this occurred without images of the index procedure. The difficulties in treating stenoses of the sfa have been well established in the literature. Vessel forces including compression, expansion, torsion, and bending all make treatment durability in the sfa complicated. Ultrasound and x-ray films have been received for this complaint, and angiographic films are pending. Review of the films are pending. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information and the film reviews are pending and will be submitted within 30 days upon receipt. This is one of two products implanted in the patient and the associated manufacturer report numbers are 3008443827-2015-00006 and 3008443827-2015-00007.

Manufacturer narrative:
Physician film review: history: this complaint involves a (B)(6) male patient with history of hyperlipidemia, cad, htn, carotid disease, and renal insufficiency being treated for severe claudication. The target lesion was the right superficial femoral artery where a 180mm segment of multifocal disease was present including areas of total occlusion and subtotal occlusion. The vessel was moderately calcified. Via a retrograde approach, the target vessel was predilated with a 5mm balloon catheter. Following this, a 6 x 150mm flexstent was placed and was post dilated with a 5mm balloon. There was a 35% residual stenosis. A second stent was placed proximal and in tandem to the first. This was a 7 x 30mm flexstent and the treating physician noted a 1 cm overlap of the two stents. Post dilated was performed with a 6mm balloon and the final result demonstrated a 35% residual stenosis. The patient tolerated the procedure well and was discharged uneventfully. Six months post procedure the patient remained asymptomatic. Femoral x-ray showed the distal stent migrated and there was no longer coverage between the two stents. Observations: two cd-roms containing images and cine runs are submitted for review. The first disc contains multiple images and runs from the initial placement. The target lesion is the right sfa which demonstrates long segment moderately calcified disease. There are segments of total and subtotal occlusion. Successful guidewire traversal of the vessel is achieved and pre-dilation was performed. Following stent placement and post dilation there is some residual stenosis at the site of a large eccentric calcified plaque. Otherwise, the stent is fully expanded and appears normal. A second stent is placed proximal and in tandem to the first. There is a 6.9mm overlap between the two stents. Final result shows successful restoration of a normal flow lumen. The second cd contains xray images of the right femur. Evaluation of the two stents now shows that there is no longer overlap between them. In fact, there is a 1mm separation between the two stents. There is no evidence of stent fracture. The stents are well expanded are otherwise normal in appearance. Mild residual stenosis is again noted adjacent to the heavily calcified eccentric plaque in the mid thigh. Conclusion: this complaint involves a patient who had two flexstents placed in the right sfa for treatment of long segment disease. On follow up, the treating physician noted that the original overlap of the two stents was no longer present. When placing two stents in tandem, it is recommended to have at least 10mm overlap between the stents. This is especially true in the superficial femoral artery where there are multiple forces at play including arterial expansion, compression, torsion, and bending. Additionally, nitinol stents can continue to expand after initial placement and balloon dilation. This further diameter expansion can result in some foreshortening. Retrospective analysis of the original placement shows overlap of approximately 6.9 mm. This was obviously not enough overlap to accommodate for further stent expansion and vessel physiology. I do not believe that this complaint represents a product defect or manufacturing error but rather is an example of the complexity of treating long segment disease in the superficial femoral artery. Complaint conclusion: approximately six months after the index procedure, the site reported that one of the patient¿s stents had migrated. The patient was asymptomatic at this time and did not require further intervention. The event involved a (B)(6) male patient with a past medical history of hyperlipidemia, hypertension, coronary artery disease, renal insufficiency, gastric reflux, allergy to phenylbutazone calcium, right carotid stenosis, sleep apnea and previously implanted stents in his superior mesenteric and celiac arteries. The patient presented with severe claudication symptoms that included muscle pain during exercise. An angiogram revealed a target lesion located in the right mid to distal superficial femoral artery (sfa) that was described as 180mm long, having diameters of 6.6mm proximally and 5.5mm distally, 100% stenosed and moderately calcified. The patient¿s vasculature was accessed via a retrograde approach with a 6fr sheath and a guidewire was successfully placed across the lesion. The target lesion was pre-dilated with a 5 x 100mm balloon at 14 atmospheres followed by the successful placement of a 6 x 150mm flexstent with a residual stenosis of 35%. Post-dilation was then performed with a 5 x 100mm balloon at 10 atmospheres. This was followed by the placement of a 7 x 30mm flexstent proximal to the first stent with a 1 cm overlap to fully cover the 180mm long lesion. A 35% residual stenosis was treated with post-dilation with a 6 x 40mm balloon at 8 atmospheres. The site reported that there was no dissection or other procedure complications and the patient was discharged two days later. One month after the index procedure, the patient is reported to have been asymptomatic. Approximately six months after the index procedure, the patient is reported to again be asymptomatic. He underwent a femoral x-ray that revealed that the more distal 6 x 150mm flexstent stents had migrated approximately 1cm with an area that is no longer ¿covered¿ between the two stents. Two cd-roms containing images and cine runs are provided and were submitted for independent review. The independent reviewer reported that the first disc contained multiple images and runs from the initial placement. The target lesion was located in the right sfa which demonstrated long segment moderately calcified disease with segments of total and subtotal occlusion. Successful guidewire traversal of the vessel was achieved and pre-dilation was performed. Following stent placement and post dilation there was some residual stenosis at the site of a large eccentric calcified plaque. Otherwise, the stent is fully expanded and appeared normal. A second stent was placed proximal and in tandem to the first. There is a 6.9mm overlap between the two stents. Final result shows successful restoration of a normal flow lumen. The independent reviewer also reported that second cd contained xray images of the right femur. Evaluation of the two stents revealed that there is no longer overlap between them. In fact, there was a 1mm separation between the two stents with no evidence of stent fracture. The stents are well expanded and are otherwise normal in appearance. Mild residual stenosis is again noted adjacent to the heavily calcified eccentric plaque in the mid-thigh. The products were not returned for evaluation. A review of the manufacturing records revealed that these lots of products met specification prior to release. The independent reviewer noted that when placing two stents in tandem, it is recommended to have at least 10mm overlap between the stents. This is especially true in the sfa where there are multiple forces at play including arterial expansion, compression, torsion, and bending. Additionally, nitinol stents can continue to expand after initial placement and balloon dilation. This further diameter expansion can result in some foreshortening. Retrospective analysis of the original placement shows overlap of approximately 6.9 mm. This was obviously not enough overlap to accommodate for further stent expansion and vessel physiology. The independent reviewer does not believe that this complaint represents a product defect or manufacturing error but rather is an example of the complexity of treating long segment disease in the sfa. The reported ¿stent ¿ migrated¿ was confirmed based on the results of the independent film review. Neither the DHR nor the information available for review indicate that there is a manufacturing related issue, therefore no corrective action is required.